Event description:
It was reported that during implant, the patient had coronary sinus dissection which was confirmed by injection of contrast that was noted on the outside the coronary sinus. The patient also had atrial flutter. It was also reported that the left ventricular lead was unable to obtain an adequate distal location. The lead was not used. No further patient complications have been reported as a result of this event. The right ventricular lead was replaced due to upgrade. The lead was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached and breached cut, the proximal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic depression, and there was blood on the helix mechanism; full lead returned and analyzed.